Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a surgery. During the surgery, when fixing the bone plate, it does not pass since k-wire is bent and scratches. It was unknown if the surgery completed successfully. The patient outcome is unknown. Concomitant device reported: unk - plates: trauma: (part# unknown; lot# unknown; quality:1). This complaint involves one (1) device. This report is for (1) unk ¿ plates. This is report 1 of 1 for complaint (B)(4).